Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refp1031 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer, "we have a line that broke. It looked like a slit or hole in the line just below the hub. It was placed on (B)(6) 2021 and was pulled (B)(6) 2021." Additional information received 05/31/2022: a detailed description of the event: pt called to report there was a hole in her PICC line. Asked the patient to come to the outpatient clinic to be assessed. PICC line was damaged. Pt stated she has no idea how or when this happened. Patient comes to outpatient clinic for hydration infusions 3x per week. The patient was in the clinic on (B)(6) 2022, received her infusion through PICC without difficulty. Pt called the clinic on (B)(6) 2022 to report the damage. What type of catheter securement was utilized? Stat lock.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. The extension tubing markings were completely worn and several permanent kink impressions were observed along the extension tubing length. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed at the luer/tubing joint. Microscopic inspection of the leak site revealed a small circumferentially aligned split at the luer/tubing joint. The split edges exhibited a dully granular fracture surface. Beach marks and radiating tear marks were observed. Material buckling was observed in the vicinity of the split. The fracture features, kink impressions and material buckling were consistent with material fatigue failure due to repetitive mechanical stresses such as twisting and kinking. It appeared that catheter access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer, "we have a line that broke. It looked like a slit or hole in the line just below the hub. It was placed on (B)(6) 2021 and was pulled (B)(6) 2021." Additional information received 05/31/2022: a detailed description of the event: pt called to report there was a hole in her PICC line. Asked the patient to come to the outpatient clinic to be assessed. PICC line was damaged. Pt stated she has no idea how or when this happened. Patient comes to outpatient clinic for hydration infusions 3x per week. The patient was in the clinic on (B)(6) 2022, received her infusion through PICC without difficulty. Pt called the clinic on (B)(6) 2022 to report the damage. What type of catheter securement was utilized? Stat lock.